Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue when it would not release? If yes, how was the device removed from tissue? Were the device jaws eventually able to be opened?

Event description:
It was reported that during a laparoscopic appendectomy procedure the device would not release after being fired with an unknown reload. It was unknown which firing of the device this occurred on or how the device was removed from the patient. It was unknown if buttressing material was being used. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55n3u. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.